Event description:
It was reported that the pt fell off a 2 meter high ladder in 2008. After that he was still able to hear with his device, however on the next day, the pt's device was no longer functioning. All external parts were exchanged but without success. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.